Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump esc button was harder to press and sometimes have to press the buttons twice. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received random no delivery alerts. The insulin pump will be returned for analysis.